Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a laparoscopic cholecystectomy procedure. The device was being used for ligating the cystic duct. When applying the clip, the inner layer was detached from the outer layer of the clip. Therefore, it did not form well. In order to resolve the issue and complete the case, a different reload was used. There was no patient harm. The malformed clip was removed from the patient.